Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 boot on the jaw was starting to come off and the unit kept shutting down. A new kit was used to complete the procedure. There were no pt effects. The product is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).